Event description:
The patient received ems treatment for hypoglycemia.

Manufacturer narrative:
The patient's mother also reported that the pump exhibited a visibly damaged display lens. The pump was returned to animas for evaluation. As reported, evaluation revealed damage to the display lens consistent with an impact. Analysis also demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.